Event description:
It was reported, the patient experienced discomfort due to pocket heating at the ipg site while charging. However, the patient had low energy charger (model 3720). A replacement charger (model 3722) was sent to the patient which did not resolve the issue. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.